Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. Evaluation found the ultrasonic readings to be low which would cause the pump to be more sensitive to air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no patient injury.